Manufacturer narrative:
The importer's evaluation found the non-OEM bulb was being used. Failure of following the manufacturer's instructions caused this event.

Event description:
This MDR is being reported at this time as part of an internal review of past complaints. Due to the incident being in the past, the information that can be obtained from the initial reporter is limited. On april 28, 2015, dai-ichi shomei received information that during fascia suture of a c-section procedure, the surgical light suddenly burst and scintillating particles from the light reflector fell over the sterilized drape. The light was removed from the sterilized area immediately; the physician cleaned and inspected the surgery area and found no particles. There was no detectable smoke or spark.